Manufacturer narrative:
The device is expected to be received for evaluation- it is not yet received. (B)(6) - infusing dexmedetomidine. (B)(6) - infusing norepinephrine and normal saline. (B)(6) - infusing fentanyl and normal saline. (B)(6) - infusing amiodarone. (B)(6) - infusing argatroban. The patient expired and is captured under MFR report # 9615050-2024-00335 along with appropriate h6 e and f codes for the patient.

Event description:
The event involved a plum 360 device where it was reported that the pump switched to battery then shut off. The nurse called for a new pack of pump stat for cvicu b702 as the pump crashed at once, the patient was in cardiogenic shock and on multiple infusions. The nurse indicated that the pump lost integration and turned itself off. It was added that in the mar report several meds were restarted at the end of the 10am hour which correlates with the disassociation times. Device history log has been provided. The rows in the table showed that the event happened at 10:33. There were no alarms of ¿warning: charger service¿ but there were multiple warnings in the morning to replace the battery. At 10:32 it switched power to battery and then back to ac between 10:32:50 am and 10:32:51 am. The pump was infusing ketamine with order # (B)(4), it was compounded. The manufacturer for ketamine was hospira/pfizer with ndc # (B)(4) and the manufacturer for nss was baxter healthca with ndc # 0338-0049-02 . The concentration was 250 mg/nss 250 ml routed to IV line a, pump settings was 2.5 mcg/kg/min and order setting was 2.5 mcg/kg/min. The device was programmed ehr new bag at 03/18/24 2006. The pump did not sound an audible tone prior to powering off and alarm message noted on the display. There was patient harm as the critical infusions were stopped abruptly, the patient was unstable. There was a delay in therapy as the critical infusions due to the pump stopping abruptly. Medical intervention was required, the patient shocked out of ventricular tachycardia later that afternoon. The patient was critically ill in cardiovascular intensive care with cardiogenic shock. The pump was on a large pole with a power strip and the power strip was plugged into the wall (ac power). It is unknown if the charge indicator lit up when the device was plugged into ac power. The patient expired and is captured under MFR report # 9615050-2024-00335.

Manufacturer narrative:
It was found that the battery was not replaced by ICU medical on the following dates: sr # (B)(4) on 02/19/2019 was created for fc038 for upgrading the software. Sr # (B)(4) on 05/28/2019 was created for fc040 for upgrading the software. Sr # (B)(4) on 01/20/2020 was created for a damaged fluid shield sr # (B)(4) on 03/16/2021 was created for a damaged fluid shield. The panasonic battery installed on the pump was not the original one from the manufacturing in 2016, as the original had the lot number 151211a. The replacement battery on the pump had the lot number 201020a, which indicates that it was replaced by the customer and was 2 or more years old. After reviewing the customer¿s in-house service history: there was found to be no service history relevant to the complaint. ICU medical service was unable to confirm the issues reported by the customer regarding the device shutting down on ac power or receiving a "warning charger service" message. Although the warning charger service was noted in the event logs alarms, it could not be replicated. We could not confirm the customer¿s complaint of the device not audibly alarming with a low battery or depleted battery before shutting down. The device was repaired and returned to the customer. D9 - date returned to mfg: 4/27/2024.